Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that she went into the hospital as she was having abdominal pain. The customer stated she was having pain in her stomach and thinks pump was working fine but was admitted into the hospital. Patient's blood glucose at time of incident was 558 mg/dl. Patient's current blood glucose was 165 mg/dl. The customer treated for high blood glucose with the insulin pump. Cause of hospitalization per doctor was diabetic ketoacidosis. The customer was currently in the hospital. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege insulin pump was under delivering. Customer stated they were unable to describe any possible damage to the drive support cap. The pump passed high pressure test. The insulin pump will not be returned for analysis.